Manufacturer narrative:
The report of low speed hazard alarms and pump stoppages was confirmed based on the evaluation of the replaced portion of the percutaneous lead (lead). Approximately 6¿ of the external portion/distal end of the lead was returned for analysis. The reinforcing sleeve was cut open at the terminus of the bend relief. An electrical continuity test of the returned portion of the lead was conducted and a continuity issue was found in the red wire. The reinforcing sleeve, shielding, and bionate layers within the percutaneous lead were removed and examination of the underlying wires revealed that the red wire was fractured approximately 2.25" from the metal connector. The conductors of this wire were exposed and appeared to be the result of repetitive movement of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. If the exposed conductors of the fractured red wire contacted the braided shield while the pump was operating on the power module, the resulting electrical short to ground would have caused the reported low speed hazard alarms and pump stoppages. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that upon review of the log file data low speed operation and pump stoppage were noted. The event occurred while the patient was connected to the power module. The patient was reported to be asymptomatic. On (B)(6) 2015 a distal-end percutaneous lead replacement was performed. No additional information was received.

Manufacturer narrative:
Approximate age of device - 4 years, 2 months. The lvad remains ongoing with the patient; however, the section of the percutaneous lead that was repaired was received for analysis. Evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.